Event description:
The following was reported by a md: it was alleged that in (B)(6) 2012 the patient was implanted with the ventralex hernia patch. Following implant the patient complained of pain. The md ordered a CT scan, the scan showed no recurrence of the hernia. The patients abdomen is not red or inflamed. The patient is being referred to the pain clinic at this time for treatment. The surgeon has considered explanting the device, but has taken no action at this time.

Manufacturer narrative:
Based on the information provided, no definitive conclusion can be drawn. The patient experienced pain following the implant and is currently being referred to a pain clinic. Product identifiers have not been provided, therefore a manufacturing review is not possible. Additionally, the mesh remains implanted at this time. With the limited information, no conclusion can be drawn.